Event description:
A report was received that a asp tray received undamaged had cracked when cidex plus was poured into the tray. The cidex plus leaked out of the tray and onto the counter. The leak was contained and cleaned up and will be disposed as per local and state regulations. The user, an rn mgr, was doing manual disinfection and had worn personal protective equipment (ppe), but the ppe used was not specified. It was reported that she developed a transitory headache. No medical attention or treatment was needed.

Manufacturer narrative:
Asp investigation summary: the investigation included a batch/device history review, retains testing, review of the complaint history by problem code, failure mode and effects analysis, and health hazard evaluation. Per the external manufacturer, a review of the batch record showed there were no anomalies pertaining to this complaint. All analytical tests passed the acceptance criteria for the manufacturing release specifications. Product retains testing for the reported lot was performed by the external manufacturer against finished goods release specifications. All test results were within specifications. A review of the complaint history from october 2009 to september 2010 for cidex plus solution with the problem code "hr - headache" did not reveal any significant trends. (B)(4). In the precautions sections of the IFU (instructions for use) asp cautions users to use cidex solutions in well ventilated areas and store in closed containers with tight fitting lids. Exposure to cidex vapors may be irritating to the respiratory tract and may cause a stinging sensation in the nose and throat, dry mouth or headache. Symptoms are typically transient and disappear once the user is moved to a well-ventilated area. If symptoms persist, the users are advised to consult a physician. An asp clinical support representative provided the customer with the msds (material safety data sheet) as well as the customer letters addressing spill handling and ventilation respectively. No product was returned. No further action is required. Asp will continue to monitor for trends. Result: asp tray with cidex plus crack and solution leaked - reaction possibly due to exposure to solution vapors.